Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 231 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer's doctor stated that the customer had an infection that may have contributed to his high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.